Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the lp was repositioned due to an impedance issue on fixation. The lp was repositioned, and the helix became elongated while moving the lp to another position. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.